Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer stated that they had high blood glucose of 413 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer stated that the insulin pump got exposed to sweat. The customer was unable to troubleshoot at the time of call. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.